Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change with moisture) issue. The reporter alleged the audio bolus button was under responsive. The audio bolus button cover was missing/peeling prior to this occurrence. There was moisture in the audio bolus button, the battery compartment, and behind the display. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jul-2018 with the following findings: during investigation, moisture was found behind the display lens. The audio bolus button cover was missing. The pump was unresponsive with no vibratory or auditory alarm, with a blank display. The leak test failed due to an audio bolus button leak. The pump cover was removed to find moisture ingress in the pump. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.